Event description:
Leak therapy started week prior, no issues first two applications. A third application by a different team member. Leak alarm noted by patient at the end of day two. Nurse who had applied first two dressings applied the 4th application and no further issues. Good progress between the third and fourth application. Slight maceration at the peri-wound area.